Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff alleged that the permanent cautery hook instrument was not recognized by the da vinci s system. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation was unable to confirm the alleged complaint that the system would not recognize the instrument. The instrument was checked for recognition on an in-house is3000 system. The is3000 system successfully recognized the instrument. The pogo pins were not sticking or found to be contaminated. Dcp verification of the instrument passed. The recognition issue could not be replicated with the evaluation of the instrument. Engineering evaluation also found tube damage on the instrument and a cracked prox clevis. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .075 - .115 in length and not aligned with the tube axis. The prox clevis was found to be cracked on one side. The crack was in the axial direction, located halfway between the ears. The crack orientation was consistent with overloading the tip with the wrist pitched. Engineering concluded that the tube and clevis damages were most likely caused by mishandling/misuse. No other instrument damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported tube damage issue if to recur could cause or contribute to an adverse event.